Event description:
It was reported that vessel dissection occurred. The 95% stenosed target lesion was located in the mildly calcified right coronary artery (rca). After the lesion was pre-dilated with a 2.00x20mm non-bsc balloon catheter, a 3.00x24mm synergy drug-eluting stent (des) was deployed in the distal rca, then followed with a 3.00 x 48mm synergy des that was deployed at 14 atmospheres. However, it was noted that an intiml dissection of the artery was found at the proximal end of the stent. Subsequently, the physician implanted another 3.00x12 synergy des to cover the dissected area followed by post dilation of a 3.00x15mm non-bsc balloon and the procedure was completed. No patient complications were reported and the patient status was stable. It was further reported that the lesion was long with mild resistance when the 3.00 x 48mm synergy des crossed the lesion. Per the physician opinion, it was a complex case with mild protruding calcium nodule that may lead to edge dissection. It was further reported that the synergy 3.00 x 48mm stent was deployed proximal to the synergy 3.0 x 24mm stent. There were no issues with deployment of the stents. Stents were fully deployed.

Event description:
It was reported that vessel dissection occurred. The 95% stenosed target lesion was located in the mildly calcified right coronary artery (rca). After the lesion was pre-dilated with a 2.00x20mm non-bsc balloon catheter, a 3.00x24mm synergy drug-eluting stent (des) was deployed in the distal rca, then followed with a 3.00 x 48mm synergy des that was deployed at 14 atmospheres. However, it was noted that an intiml dissection of the artery was found at the proximal end of the stent. Subsequently, the physician implanted another 3.00x12 synergy des to cover the dissected area followed by post dilation of a 3.00x15mm non-bsc balloon and the procedure was completed. No patient complications were reported and the patient status was stable. It was further reported that the lesion was long with mild resistance when the 3.00 x 48mm synergy des crossed the lesion. Per the physician opinion, it was a complex case with mild protruding calcium nodule that may lead to edge dissection.

Event description:
It was reported that vessel dissection occurred. The 95% stenosed target lesion was located in the mildly calcified right coronary artery (rca). After the lesion was pre-dilated with a 2.00x20mm non-bsc balloon catheter, a 3.00x24mm synergy drug-eluting stent (des) was deployed in the distal rca, then followed with a 3.00 x 48mm synergy des that was deployed at 14 atmospheres. However, it was noted that an intimal dissection of the artery was found at the proximal end of the stent. Subsequently, the physician implanted another 3.00x12 synergy des to cover the dissected area followed by post dilation of a 3.00x15mm non-bsc balloon and the procedure was completed. No patient complications were reported and the patient status was stable.